Event description:
Complainant alleged that a nurse received a shock while attempting to set up pacing on a pt (age and gender unk). There is no indication of any adverse effect on nurse. After numerous attempts, add'l info could not be obtained.